Event description:
Information was received indicating that a smiths medical pump should have been programmed at 60ml/24 hours, but the pump came back with 10ml remaining of the 115 ml res vol, the rate appeared to be 1ml/24 hours when the patient. The pump was locked. The initial order was for 115 ml over 46 hours at 2.5 ml/hr or 60ml/24hr. Upon disconnect, he had about 10 ml left and medical staff noticed the pump rate had changed to the below. "It's not likely it went out with that rate given how much volume was left on return to the clinic.". There were no reported adverse events.